Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a manufacturing representative reported there was no issue with the packing. The patient had a revision surgery and their current status was well.

Manufacturer narrative:
Concomitant medical products: product ID 64001, implanted: (B)(6) 2016, product type: adapter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The company representative (rep) that the patient was implanted on (B)(6) 2016 and he ¿program controlled¿ on (B)(6) 2016. It was found the contact resistance was greater than 40,000ohms and unresponsive. The patient¿s symptoms were not improved, and unresponsive when boosted voltage. The clinic considered an adapters, extensions, or lead disconnection. The re-operation was not completed. It was noted there was package abnormality before opened. The device was inspected prior to use. The indication for use included parkinson¿s disease.

Manufacturer narrative:
Analysis of the pocket adaptor found the conductor of the adaptor body was broken within 10 cm of the connector area. The #1 connector was broken 2.7 cm form the proximal end. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.